Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cable connecting ECG cables were pulled from the strain relief and there was a pinched wire. The root cause for the strained cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.